Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an open liver resection procedure, two devices were being used in the case. The first device jammed upon firing about halfway with a white gst cartridge and the firing could not be completed. The surgeon tried the knife reverse switch and then tried to pry the device open, but it would not open. The second device was attempted next to the first with a blue ecr cartridge and the same issue occurred; the device partially fired and could not be released from the tissue. A third device was used to resect the first two devices along with the specimen. There was some additional bleeding as a result of the device issues, but it could not be quantified. As eighty percent of the liver was being removed in this case, a blood transfusion would have been typical. However, it was unknown if the patient received any blood products. The surgeon thought that the devices could have been fired over a navigational coil that was placed in the liver; therefore the devices were not saved. The case was completed with a third device. There were no other patient consequences reported.